Manufacturer narrative:
Device was used for treatment, not diagnosis. Nicandri gt, klineberg eo, wahl cj, mills wj (2008) ¿treatment of posterior cruciate ligament tibial avulsion fractures through a modified open posterior approach: operative technique and 12- to 48-month outcomes.¿ j orthop trauma. 2008 may-jun;22(5):317-24. Doi: 10.1097/bot.0b013e31817279d1. (Us). This report is for unknown cortex screw, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint has been initiated after review of the following article: nicandri gt, klineberg eo, wahl cj, mills wj (2008) ¿treatment of posterior cruciate ligament tibial avulsion fractures through a modified open posterior approach: operative technique and 12- to 48-month outcomes.¿ j orthop trauma. 2008 may-jun;22(5):317-24. Doi: 10.1097/bot.0b013e31817279d1. (Us). The purpose of this article was to report clinical and functional outcomes following fixation of tibial posterior cruciate ligament (pcl) avulsion fractures through a modified open posterior approach when combined with a rehabilitation program emphasizing early range of motion. Retrospective case series from a level one trauma center. Patients were obtained from march 4, 2000 to may 8, 2003, there were 16 cases of pcl tibial avulsion injuries presented to our institution, with 10 patients available for follow up at 12 to 48 months (mean 28 months). The intervention used was for the fixation of tibial pcl avulsion fractures was with a lag screw and washer placed through a modified open posterior approach. Range of motion was begun on postoperative day 1. The main outcome measurements stated that the clinical stability, range of motion, gastrocnemius muscle strength, radiographic appearance, and each patient's overall health-related quality of life (using the musculoskeletal functional assessment tool) were evaluated at final follow up. The results reported that the average musculoskeletal functional assessment score was 14. All patients achieved union of their fracture and had clinically stable knees at the latest follow-up. The conclusion of this study states that the treatment of tibial pcl avulsion fractures, which includes fixation through a modified open posterior approach and early postoperative range of motion, results in healing of the fracture, good functional outcomes, stability to posterior draw testing, and does not lead to gastrocnemius weakness or significant range of motion deficits at 12 to 48 months postoperatively. Complications include: one event that was identified concerning a patient that was lost to follow-up at 10 months post-operatively. This patient was a (B)(6) year old male who was involved in a motor vehicle collision (mvc) in which he sustained an ipsilateral acetabular fracture. At 6 months post-operatively, he developed brooker grade IV heterotopic ossification at his hip with severely limited hip range of motion (rom). The patient¿s knee rom was 10 to 95 degrees at this time as well. Patient underwent resection of his heterotopic bone, as well as manipulation of his knee under anesthesia and had postoperative hip radiation. At 10 months post operatively, patient had a functional 0 to 115 degree knee rom and is now moving without difficulty. (Si) this is report 1 of 2 for (B)(4). This report is for an unknown fully threaded cortical screw. The part number and lot numbers are unknown.